Event description:
The customer observed false positive architect total b-hcg results for a 27-year-old female. The sample was retested on the johnson & johnson platform which generated a negative result. The physician was skeptical of the positive results. Due to the elevated architect total b-hcg results, transvaginal ultrasound was performed which ruled out pregnancy and no abnormalities were observed. It is unknown if IV contrast was given during the transvaginal ultrasound; however, there was no harm to the patient. The following data was provided: reference range is 0 to 5 miu/ml. (B)(6) 2023 result = 36.09 miu/ml (positive). Repeat results after recentrifuged = 37.63, 38.46 miu/ml (both positive). Johnson & johnson platform result = negative. The patient had been tested several times and all the results were positive. (B)(6) 2023 result = 40.1 miu/ml (positive). (B)(6) 2023 result = 37.56 miu/ml (positive). (B)(6) 2023 result = 31.52 miu/ml (positive). (B)(6) 2023 result = 36.68 miu/ml (positive). No further impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg results included a review of data and information provided by the customer, ticket trending review, device history record review, field data review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 42508ud01 and complaint issue. The overall performance of the architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median values (for the negative population) for the complaint lot are within the established limits. Labeling was reviewed and sufficiently addresses the customer's issue. An in-house testing of a retained reagent kit of the complaint lot was performed using panels which mimic patient samples. All specifications were met indicating that the lot is performing acceptably. Based on this investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent lot 42508ud01.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total b-hcg results for a 27-year-old female. The sample was retested on the johnson & johnson platform which generated a negative result. The physician was skeptical of the positive results. Due to the elevated architect total b-hcg results, transvaginal ultrasound was performed which ruled out pregnancy and no abnormalities were observed. It is unknown if IV contrast was given during the transvaginal ultrasound; however, there was no harm to the patient. The following data was provided: reference range is 0 to 5 miu/ml. (B)(6) r2023 result = 36.09 miu/ml (positive). Repeat results after recentrifuged = 37.63, 38.46 miu/ml (both positive). Johnson & johnson platform result = negative. The patient had been tested several times and all the results were positive. (B)(6) 2023 result = 40.1 miu/ml (positive). (B)(6) 2023 result = 37.56 miu/ml (positive). (B)(6) 2023 result = 31.52 miu/ml (positive). (B)(6) 2023 result = 36.68 miu/ml (positive) . No further impact to patient management was reported.